Event description:
It was reported that leakage was observed from the bottom of the infusor patient control module watch chamber. It was reported that this occurred during filling of the device with ¿sufental-290, emcaine-20, ropiva-10¿ and normal saline for a total fill volume of 100ml. The reporter stated that the reservoir did not appear to be damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.